Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date. Monitor: 08/28/2015. Electrode belt: 12/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient's nurse and the patient's son were present at the time of passing. It was reported that the lifevest was alarming at the time of the events. It was reported that the patient's passing was cardiac related. It was also reported that the patient experienced an appropriate treatment event consisting of 3 shocks. At 18:42:07 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was an idioventricular rhythm/paced rhythm at 50 bpm transitioning to a sinus rhythm at 60 bpm with pvc's. There was intermittent response button usage from 19:09:48 to 19:13:51. It is unclear who was pressing the response buttons. At 19:14:37, the patient received a second appropriate treatment. The patient's rhythm at the time of the treatment was vf and the post shock rhythm was sinus rhythm/paced rhythm at 60 bpm with intermittent cardiac activity degrading to vf. From 19:14:38 to 19:15:04 there was response button usage, but it is unclear who was pressing the response buttons. The patient experienced a third treatment at 19:16:42. The patient's rhythm at the time of the event was vf, and the post shock rhythm was 18 seconds of asystole transitioning to an idioventricular rhythm/paced rhythm at 20 bpm with pvc's. The patient's arrhythmias were successfully converted to a slower rhythm as a result of the treatment events. At 19:17:08 the lifevest detected an arrythmia with response button use. ECG shows an idioventricular rhythm/paced rhythm at 40 bpm. It is unclear who was pressing the response buttons. From 19:20:51 to 19:22:52 the device detected an arrythmia with response button use. ECG shows an idioventricular rhythm at 90 bpm degrading to vf with pacemaker spikes and CPR/motion artifact. At 19:25:42 the device detected an arrythmia with response button use. ECG shows vf with pacemaker spikes, response button use, and CPR/motion artifact. It is unclear who was pressing the response buttons. Response button use and CPR/motion artifact prevented the lifevest from treating the approximately 19:25:42 to 19:26:19 on (B)(6) 2020. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.